Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported failure to advance and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the obtuse marginal 1, side branch of the circumflex artery with the use of a non-abbott device; the device could not be advanced to the affected area and was not deployed. It was noted that the patient went into intermittent cardiac arrest. A pericardial drain and balloon pump was inserted. Hypothermal protocols were initiated. The patient was temporarily stabilized; however, subsequently went into full cardiac arrest and died on (B)(6) 2015. The cause of death was noted as cardiopulmonary arrest. No additional information was provided.